Event description:
It was reported that a denali mi straight rod 'broke' post-operatively. Revision has occurred and the rod has been replaced.

Manufacturer narrative:
The explanted device was returned for evaluation. The fracture surface shows fine beach marks indicating fatigue failure. Material deformation and marks of an unknown origin were identified on the rod. It is possible that the deformation and/or marks occurred at implantation during final tightening, compression, or distraction or that power tools were used during rod explanation. Manufacturing records were not reviewed as the lot number is unknown. A review of complaint history associated with the subject catalog number was performed and no adverse trends were observed. From the denali surgical technique: metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing it can actually increase the risk of refracture in an active individual. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. Based on the available information, it is likely that the rod fracture occurred due to fatigue. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Event description:
It was reported that a denali mi straight rod 'broke' post-operatively. Revision has occurred and the rod has been replaced.